Event description:
It was reported that post a coronary stent treatment procedure, in stent restenosis occurred. In (B)(6) 2009, an unspecified taxus stent and multiple unspecified stents were placed in the right coronary artery (rca). In (B)(6) 2012, the patient presented with a focal restenosis of the proximal end of a previously placed stent located in the rca. The physician treated the in-stent restenosis with a 3.0x10mm cutting balloon inflated to 12atms with multiple inflations. Pre-dilatation was performed using a 3.0x12mm emerge balloon catheter inflated to 12atms multiple times. The physician then deployed a 3.0x22mm non-bsc stent and postdilated using a 3.0x15mm nc quantum apex, inflated to 26atms multiple times. No further patient complications were reported and the patient status is okay.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).